Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of it is also within the ostea. It appears as if the implant has broken into two'), device dislocation ('essure device migrating outside/the right one appears to be outside of the fallopian/of the migrating essure device.'), fallopian tube perforation ('perforated from fallopian tube to omentum') and uterine perforation ('left essure device perforating the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right device appeared to be abnormally placed of unusual appearance (c-shaped)". The patient's medical history included back pain, parity 2, pain in foot, knee operation, back surgery and gravida ii. Previously administered products included for an unreported indication: microgynon. Concurrent conditions included pain menstrual, groin pain, soft tissue inflammation, lower gastrointestinal bleeding, vomiting, allergic reaction to analgesics, abdominal pain, menopause, hypothyroidism, osteoarthritis, tendinitis and chest pain. Concomitant products included diclofenac. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device placement issue ("right essure device to be incorrectly placed/the device to be incorrectly placed"). The patient was treated with surgery (biltotal abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, uterine perforation and device placement issue outcome was unknown. The reporter considered device breakage, device dislocation, device placement issue, fallopian tube perforation and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): echocardiogram - on (B)(6) 2003: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found; on (B)(6) 2013: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found. Pregnancy test - on (B)(6) 2002: pregnancy test: negative. Ultrasound pelvis - on (B)(6) 2003: the dominant finding in the pelvis is of thick walled bowel corresponding to the position of the sigmoid. Bowel wall measured just over 1 cm in thickness and it appeared hypervascular and non-peristaltic. The medial ends of the tubal inserts could be identified the sigmoid is considered unlikely to be a tumour. Chest & abdomen previous tubal ligation. Bowel gas pattern appears normal. There are no specific diagnostic features.; on (B)(6) 2020: conclusion: 1. Probable mal-positioned left tubal occlusion device. No surrounding fluid collections or masses at the extra-uterine end of the tubal occlusion device. 2. Cholelithiasis but nothing for acute cholecystitis or biliary obstruction. 3. Fatty liver. X-ray limb - on (B)(6) 2015: findings: the hip joint space is well preserved and alignment is normal. No features of degenerative change. There is an ossicle noted at the superolateral right acetabulum, probably longstanding. No features of impingement. Bone texture is normal. Pelvic ring is intact. Fallopian tube clip noted in the pelvis. There is another wire like metal density seen overlying the sacrum. X-ray of pelvis and hip - on an unknown date: to heavy painful periods since essure. Also right groin pain which her back specialist believes is due to facet joint pain. Remain on the pill and review in certain weeks time; on (B)(6) 2002: an x ray shows the left essure implant to be in the correct place and the right one appears to be outside of the fallopian tube and also a portion of it is also within the ostea. It appears as if the implant has broken into two and as such dr will need to perform a laparoscopic sterilization using filschie clips to achieve infertility for her. Dr will also remove the right essure implant hopefully at the same time. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-dec-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of it is also within the ostea. It appears as if the implant has broken into two'), device dislocation ('essure device migrating outside/the right one appears to be outside of the fallopian/of the migrating essure device.'), fallopian tube perforation ('perforated from fallopian tube to omentum') and uterine perforation ('left essure device perforating the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right device appeared to be abnormally placed of unusual appearance (c-shaped)". The patient's medical history included back pain, parity 2, pain in foot, knee operation, back surgery and multigravida. Previously administered products included for an unreported indication: microgynon. Concurrent conditions included pain menstrual, groin pain, soft tissue inflammation, lower gastrointestinal bleeding, vomiting, allergic reaction to analgesics, abdominal pain, menopause, hypothyroidism, osteoarthritis, tendinitis and chest pain. Concomitant products included diclofenac. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device placement issue ("right essure device to be incorrectly placed/the device to be incorrectly placed"). The patient was treated with surgery (biltotal abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, uterine perforation and device placement issue outcome was unknown. The reporter considered device breakage, device dislocation, device placement issue, fallopian tube perforation and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): echocardiogram on (B)(6) 2003: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found; on (B)(6) 2013: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found. Pregnancy test on (B)(6) 2002: pregnancy test: negative. Ultrasound pelvis on (B)(6) 2003: the dominant finding in the pelvis is of thick walled bowel corresponding to the position of the sigmoid. Bowel wall measured just over 1 cm in thickness and it appeared hypervascular and non-peristaltic. The medial ends of the tubal inserts could be identified the sigmoid is considered unlikely to be a tumour. Chest & abdomen previous tubal ligation. Bowel gas pattern appears normal. There are no specific diagnostic features.; on (B)(6) 2020: conclusion: probable mal-positioned left tubal occlusion device. No surrounding fluid collections or masses at the extra-uterine end of the tubal occlusion device. Cholelithiasis but nothing for acute cholecystitis or biliary obstruction. Fatty liver. X-ray limb on (B)(6) 2015: findings: the hip joint space is well preserved and alignment is normal. No features of degenerative change. There is an ossicle noted at the superolateral right acetabulum, probably longstanding. No features of impingement. Bone texture is normal. Pelvic ring is intact. Fallopian tube clip noted in the pelvis. There is another wire like metal density seen overlying the sacrum. X-ray of pelvis and hip on an unknown date: to heavy painful periods since essure. Also right groin pain which her back specialist believes is due to facet joint pain. Remain on the pill and review in certain weeks time; on (B)(6) 2002: an x ray shows the left essure implant to be in the correct place and the right one appears to be outside of the fallopian tube and also a portion of it is also within the ostea. It appears as if the implant has broken into two and as such dr will need to perform a laparoscopic sterilization using filschie clips to achieve infertility for her. Dr. Will also remove the right essure implant hopefully at the same time. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of it is also within the ostea. It appears as if the implant has broken into two/ breakage of right essure device'), device dislocation ('essure device migrating outside/the right one appears to be outside of the fallopian/of the migrating essure device.'), fallopian tube perforation ('perforated from fallopian tube to omentum/ perforation of right fallopian tube') and uterine perforation ('left essure device perforating the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right device appeared to be abnormally placed of unusual appearance (c-shaped)". The patient's medical history included back pain, parity 2, pain in foot, knee operation, back surgery and gravida ii. Previously administered products included for an unreported indication: microgynon. Concurrent conditions included pain menstrual, groin pain, soft tissue inflammation, lower gastrointestinal bleeding, vomiting, allergic reaction to analgesics, abdominal pain, menopause, hypothyroidism, osteoarthritis, tendinitis and chest pain. Concomitant products included diclofenac. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device placement issue ("right essure device to be incorrectly placed/the device to be incorrectly placed"), abdominal pain lower ("severe, sharp and stabbing pain in right lower abdomen radiating down left leg"), abdominal discomfort ("discomfort on right side of abdomen"), dyspareunia ("intense stabbing pain on right side of pelvis during sexual intercourse"), coital bleeding ("bleeding after intercourse"), heavy menstrual bleeding ("increased menstrual bleeding"), dysmenorrhoea ("period pain") and arthralgia ("severe pain on left hip"). The patient was treated with surgery (biltotal abdominal hysterectomy, bilateral salpingo-oophorectomy and total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, uterine perforation, device placement issue, abdominal pain lower, abdominal discomfort, dyspareunia, coital bleeding, heavy menstrual bleeding, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, arthralgia, coital bleeding, device breakage, device dislocation, device placement issue, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): echocardiogram - on (B)(6) 2003: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found; on (B)(6) 2013: conclusion: study within normal limits. Normal lv size & systolic function appears normal. Ef-72%. No significant cause for murmur found. Pregnancy test - on (B)(6) 2002: pregnancy test: negative. Ultrasound pelvis - on (B)(6) 2003: the dominant finding in the pelvis is of thick walled bowel corresponding to the position of the sigmoid. Bowel wall measured just over 1 cm in thickness and it appeared hypervascular and non-peristaltic. The medial ends of the tubal inserts could be identified the sigmoid is considered unlikely to be a tumour. Chest & abdomen. Previous tubal ligation. Bowel gas pattern appears normal. There are no specific diagnostic features. On (B)(6) 2020: conclusion: 1. Probable mal-positioned left tubal occlusion device. No surrounding fluid collections or masses at the extra-uterine end of the tubal occlusion device. 2. Cholelithiasis but nothing for acute cholecystitis or biliary obstruction. 3. Fatty liver. X-ray limb - on (B)(6) 2015: findings: the hip joint space is well preserved and alignment is normal. No features of degenerative change. There is an ossicle noted at the superolateral right acetabulum, probably longstanding. No features of impingement. Bone texture is normal. Pelvic ring is intact. Fallopian tube clip noted in the pelvis. There is another wire like metal density seen overlying the sacrum. X-ray of pelvis and hip - on an unknown date: to heavy painful periods since essure. Also right groin pain which her back specialist believes is due to facet joint pain. Remain on the pill and review in certain weeks time; on (B)(6) 2002: an x ray shows the left essure implant to be in the correct place and the right one appears to be outside of the fallopian tube and also a portion of it is also within the ostea. It appears as if the implant has broken into two and as such dr will need to perform a laparoscopic sterilization using filschie clips to achieve infertility for her. Dr will also remove the right essure implant hopefully at the same time. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jan-2022: reporter information added. New events discomfort on right side of abdomen, intense stabbing pain on right side of pelvis during sexual intercourse, bleeding after intercourse, increased menstrual bleeding, period pain and severe pain on left hip added. Pelvic pain and pelvic discomfort added as symptoms of device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.